Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Reportedly, the customer corrected the time to address the issue. The customer's blood glucose was 177 mg/dl.